Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this even is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic sheared off as it was being inserted into the patient's left eye. The incision was enlarged to remove the lens, but no sutures were used. Please refer to MDR # 1119279-2014-00155 for the injector handpiece used during this event. Please refer to MDR # 1119279-2014-00156 for the injector cartridge used during this event.